Event description:
It was reported that at implant, connecting the ICD resulted in unacceptable threshold. The physician reported a problem of the header and is4 connection of the ICD. The ICD was not used.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Feedback: the device was tested and no device anomaly was detected. The pacing lead impedances were as expected and within tolerance. The cause of the anomaly encountered in the field was not determined.